Manufacturer narrative:
Per field representative's reply, this lead was kept by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was reported to have a product performance issue. Additional information obtained from the field representative indicated that the lead had poor r waves and there was an increased in threshold. It was also observed on chest x ray that the lead had pulled back a bit. This rv lead was explanted. No additional adverse patient effects were reported.